Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient has experienced catheter balloon burst on several different occasions. It was later reported by the international business center (ibc) via email 21jan2019 that the patient suffers from an enlarged prostate with urinary retention, as an on going issue. The catheter was placed transurethrally using the syringe supplied in the tray. During each catheter change the patient allegedly experienced bleeding. It was later reported by the international business center (ibc) via email 22jan2019 that the patient was uncertain if any balloon pieces were missing. The patient advised that the catheter was used due to the urine retention problem, which came from the enlarged prostate.

Event description:
It was reported that the patient has experienced catheter balloon burst on several different occasions. It was later reported by the international business center (ibc) via email 21jan2019 that the patient suffers from an enlarged prostate with urinary retention, as an on going issue. The catheter was placed transureatheraly using the syringe supplied in the tray. During each catheter change the patient allegedly experienced bleeding. It was later reported by the international business center (ibc) via email 22jan2019 that the patient was uncertain if any balloon pieces were missing. The patient advised that the catheter was used due to the urine retention problem, which came from the enlarged prostate.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.